Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensor and found both sensors cannula bent and stuck to adhesive tape. Unable to confirm customer received sensors in said condition due to customer return sensor opened/used.

Event description:
The customer reported via phone call that they experienced bent sensor cannula and change sensor alarm. The customer's blood glucose value was 210 mg/dl while sensor reading was 44 mg/dl. The customer stated that they removed the sensor and it was slightly bent. The product was returned for analysis.